Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced no vibration. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no vibration.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no vibration.